Manufacturer narrative:
It was reported that the customer stated that they allegedly heard a "snap" and then the table would not lock. The table was placed out of service. There was no injury or adverse consequence reported. A stryker field service technician went to the customer site and visually examined the table and completed a full mechanical evaluation. There were no errors found in regards to the alleged malfunction and the sfst was unable to replicate the complaint. The table was returned to full use.

Event description:
It was reported that the customer stated that they allegedly heard a "snap" , and then the table would not lock. The table was placed out of service. There was no injury or adverse consequence reported.